Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose was 80-200 mg/dl. Reportedly, the customer continue to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.